Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, since reported failure was not confirmed. A root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had the screen occasionally becomes noised. The event occurred during a during inspection for use. There were no reports of patient harm.